Event description:
It was reported PICC cut at 49cm. Internal measurement was 58cm, external 5cm. Inserted post cycle 3. No noted difficulties. During a dressing change the district nurse noticed leakage while flushing the PICC with saline. PICC removed and fracture/hole noted above the winged section. A new PICC was placed on (B)(6) 2019.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter was confirmed and the cause of the damage appeared to be associated with use. One 4fr single-lumen (s/l) powerpicc solo was returned for investigation. The catheter was trimmed at the 49cm depth mark. Evidence of use was observed on the sample. A non-vad injection cap was attached to the solo connector. Residue was observed on the molded wing and the catheter tubing between the distal end of the molded wing and the 5cm depth mark. Two semi-circumferential splits were observed in the catheter tubing. One was located just distal to the molded wing and the other was located at the 9cm depth mark. A microscopic examination revealed creases in the circumferential direction at each split. A tactual investigation revealed that the catheter had the tendency to kink across the splits in the tubing. The wall thickness of the catheter was found to be within specification. The characteristics of the split observed in the returned catheter indicate that the tubing was placed in a location that was susceptible to bending. The kinking of the catheter most likely stressed the tubing to the point where the catheter material split open. The powerpicc instructions for use (IFU) indicates to avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort. A lot history review (lhr) of redn1207 showed two other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redn1207 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported PICC cut at 49cm. Internal measurement was 58cm, external 5cm. Inserted post cycle 3. No noted difficulties. During a dressing change the district nurse noticed leakage while flushing the PICC with saline. PICC removed and fracture/hole noted above the winged section. A new PICC was placed on (B)(6) 2019.